Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. There was no reported adverse impact to customer's blood glucose level. A supply change was performed to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.